Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient exchanging bags while in the living room with their family. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal gentamycin (40mg, dosing based on levels of gentamycin in the patient¿s blood) and intraperitoneal ancef (1g, frequency not reported) for two weeks for peritonitis. At the end of the intraperitoneal antibiotic treatment, the patient was started on oral cipro (250mg twice a day) for two weeks for peritonitis. Treatment with cipro was discontinued, and the patient was switched to oral amoxicillin (250mg three times a day) for peritonitis. It was reported that treatment with amoxicillin was discontinued. At the time of this report, the patient had recovered from the peritonitis and had been retrained on aseptic technique. Dianeal therapies were ongoing. No additional information is available.